Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va02r42, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the lead looked intact when the physician removed it, but when he took a picture with fluoroscopy two of the electrodes had somehow become disconnected from the lead on the anterior portion of the sacrum. The two electrodes had broken off and were left in the patient. Six days later it was reported that whole system was being removed so the patient could have a MRI. The patient¿s system was not replaced according to the reporter¿s knowledge. It was unknown how the patient was doing. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was doing &#49618;eat.&#55305;information received a little more than a week later indicated that in addition to needing an MRI, the lead was explanted because it was &#50063;n-functional.&#55316;he issue with the lead was at the distal end.

Manufacturer narrative:
(B)(4).